Event description:
It was reported that the customer was hospitalized; cause of admission was not provided. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.